Event description:
It was reported by patient's legal representative that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient has complaints of pain, problems standing and increased metal ion levels. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision procedure has been performed. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; initial reporter - unknown; manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 28 states, "pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopaedic surgeon." This report is number 1 of 2 mdrs filed for the same event (reference 3002806535-2013-04106 / 3002806535-2015-00188). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.